Event description:
It was reported that during follow-up in clinic, externalized conductors were observed on the lead by x-ray examination. Intermittent pacing was also noted; and it was suspected to be related with the externalized conductors. Programming changes were made and the lead remains implanted. Patient was in stable condition and will continue to be monitored.